Manufacturer narrative:
E1: patient city: (B)(6). Patient country: puerto rico, united states. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in puerto rico, united states. It was reported that the patient faced an infusion set tubing detachment event on (B)(6) 2025. The tubing was detached from quick release/site connector due to which patient also experienced leakage at quick release. No further information available.